Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This medwatch is related to the following patient identifiers: (B)(6).

Event description:
It was reported, there was an increasing number of urinary tract infections and prostatitis after cystoscopy using the cystonephrofiberoscope. The last four patient's have subsequently been diagnosed with a nosocomial infection. The customer has performed over 850 cystoscopies since the beginning of 2020 and in the last 3 to 4 weeks they have noticed something might be wrong. The reprocessing of the flex cystoscope is carried out in exactly the same way as it has in the beginning of 2020. The last hygiene inspection in the beginning of 2024 did not reveal any deficiencies. The facility has paid more attention to the preparation when they realized this, but nothing has changed. The internal controls are still in order, even after the nosocomial infections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party culture testing, device evaluation, and the legal manufacturer's final investigation. The device was evaluated by olympus, and no reportable defects were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. The facility did not provide culture testing results or device reprocessing details. However, third-party culture testing was performed (per olympus), and bacteria were not detected. Based on the results of the final investigation, a relationship between the subject device and the reported patient infection and bacterial contamination could not be identified. Therefore, the root cause could not be determined. The following is included in the device IFU: "reprocessing manual: cyf-5". This supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.